Event description:
A healthcare professional reported "rupture of the right implant was suspected during an ultrasound examination." The device has been explanted was replaced with non allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, opening on the posterior side assessed as surgical impact opening. (Shell thickness was within specification). Additional observation. ¿ no penetrating nick ( stress marks). ¿ brown particles observed. No further actions are required as no issues with the manufacturing process are observed.

Event description:
A healthcare professional reported "rupture of the right implant was suspected during an ultrasound examination." The device has been explanted was replaced with non allergan device.

Manufacturer narrative:
Continued: h6- f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture of the right implant was suspected during an ultrasound examination." The device has been explanted was replaced with non allergan device.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.